Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510(k) # is k082590.

Manufacturer narrative:
Follow-up # 1 (09/12/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ping meter was depleting the power too quickly. The complaint was classified based on the (B)(4) documentation. The alleged issue began approximately (B)(6) ago at an unspecified time and date. It was noted by the (B)(4) that the patient manages his diabetes with an insulin pump. The patient stated that approximately (B)(6) prior to the alleged meter issue, he was experiencing symptoms of "blurred vision, frequent urination" and denied receiving any treatment for his symptoms. At the time of troubleshooting, the (B)(4) noted that the alleged issue was not resolved with training and a replacement meter was sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged product issue remained unresolved.